Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe integra 3ml ll w/ndl 25x5/8 rb experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 305269, batch no. 9018575. Per email: during an intramuscular injection with retractable syringe needle 25g, medication leaked out of the end of the plunger, and did not reach the patient.

Event description:
It was reported that the syringe integra 3ml ll w/ndl 25x5/8 rb experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 305269 batch no. 9018575. Per email: during an intramuscular injection with retractable syringe needle 25g, medication leaked out of the end of the plunger, and did not reach the patient.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.